Event description:
Boston scientific received information that this boxed implantable cardioverter defibrillator (ICD) had reached battery capacity depleted. A charge time of 38.3 seconds was noted. A manual capacitor reformation was performed and again a charge time of 38.3 seconds was observed. This device was not used and was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A thorough evaluation of the device was performed upon receipt at our post market quality assurance laboratory. Interrogation of device memory indicated that a charge timeout alert (> 45 seconds) had been recorded. The device case was opened, and visual inspection noted that one of the two high voltage (hv) capacitors was slightly swollen. The hv capacitor was analyzed, and it was concluded that the hv capacitor experienced internal arcing, likely caused by foreign material/compression between the anode and cathode.